Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo aspiration system catheter 6 (cat6) to remove a thrombus in an ilio-popliteal arterial graft. During the procedure, after using a cat6 with an indigo system separator 6 (sep6) inside of the ilio-popliteal graft for about 20 minutes without issue, the physician experienced resistance and had difficulty advancing the sep6 out of the cat6 distal tip. Therefore, the cat6 and sep6 were both removed. Upon removal, the physician noticed that the cat6 tip flattened. It was reported that the physician used the peel away sheath that is packaged with the cat6 and another manufacturer¿s 6f sheath. The procedure was completed using an indigo aspiration system catheter 8 (cat8) and another manufacturer¿s 8f sheath. There was no report of an adverse effect to the patient.